Event description:
Device malfunction: suture retrieval. Symptoms/ae: hematoma. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the perclose a-t device attempted arteriotomy closure of an unspecified vessel, after an unknown procedure. Reportedly, when the device was retracted, it was noticed that the suture was "not fixed" to the artery. The device was removed and manual compression was applied to achieve hemostasis. Additionally, a hematoma of unknown size developed at the access site, which was treated with percutaneous transluminal angioplasty. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.